Event description:
Spontaneous call from patient to reports that he has a defective dupixent pfs (2-pk) 300mg/2ml. Patient states that when he tried to use the injection, the needle bent and he was unable to do the injection for his dupixent medicine. The needle did not pierce his skin and bent instead. He needs another dose sent. Unknown if patient missed dose as a result. No adverse reaction reported as a result. Unknown if patient still has defective device on hand for return. Unknown if md is aware. No further info provided. Reported to (B)(6) by pt/caregiver.